Event description:
It was reported that restenosis occurred. On (B)(6) 2022, the entire length of the common femoral, superficial femoral, popliteal, and proximal 5 cm of the anterior tibial artery was treated with a rotablator atherectomy device. This was done without complication. Repeat an arteriogram showed wide patency through the anterior tibial artery. A 3 x 6 balloon was used to dilate the anterior tibial artery for 3 minutes. A 5 x 200 drug-coated ranger balloon was selected and used to dilate the popliteal, superficial femoral, and common femoral arteries serially. Each inflation was taken to at least nominal pressure with multiple ways noted but complete expansion obtained. Each inflation was held for 3 minutes, deflated, and then removed. Repeat angiogram showed wide patency through the superficial femoral and popliteal artery. Additional nitroglycerin was given it to the anterior tibial artery and repeat angiogram showed some improvement but still some persistent narrowing. For this reason, the 3 x 6 balloon was advanced into the more distal anterior tibial artery to dilate this area in question. This was inflated to nominal pressure with complete expansion obtained and held for 3 minutes. Repeat angiogram showed complete resolution of the stenosis. The patient was taken to the recovery area in stable condition. On (B)(6) 2023, severe peripheral vascular disease with significant obstruction in the superficial femoral with occlusion of the popliteal artery and single vessel runoff by way of the disease anterior tibial artery successfully crossed and all treated. The left superficial femoral and popliteal arteries were treated by atherectomy with angioplasty and stent placement. The left anterior tibial artery was treated by atherectomy with angioplasty. The entire length of the popliteal artery and the proximal half of the anterior tibial artery was treated with rotablator without complication. A 2.5 x 220 balloon was advanced down into the anterior tibial artery just above the ankle. The entire length of the anterior tibial artery from here proximally to its origin was serially dilated. Each inflation taken to nominal pressure with complete expansion obtained. Each inflation was held for 3 minutes, deflated, and then removed. Following this, a 5 x 200 drug-coated ranger balloon was selected and passed down to the distal popliteal right at the takeoff of the anterior tibial. The entire length of the popliteal artery and superficial femoral artery up to the common femoral artery was serially dilated with each inflation taken to nominal pressure and held for a full 3 minutes, deflated, and then repositioned. Following the serial dilatation, repeat angiogram showed significant improvement in the superficial femoral artery. The popliteal artery was patent, but the above-knee popliteal artery still was markedly irregularity with a persistent stenosis. There was continuous flow into the anterior tibial and the anterior tibial appeared widely patent to the foot. It was felt that a stent would likely be required in the above-knee popliteal artery, so a 6 x 150 balloon was taken down the level of the knee joint and up to hunter's canal and inflated to dilate the vessel for a superior a stent. This was held for 3 minutes, deflated, and then removed. Repeat angiogram still showed marked persistent so a 6 x 150 non-boston scientific stent was selected after the artery had been dilated up to 6.5 mm. The non-boston scientific stent was then deployed in good position. Repeat angiogram showed now wide patency through the popliteal end superficial femoral artery with brisk flow into the anterior tibial and to the foot. These findings were accepted. The patient was taken to the recovery area in stable condition. Patient now has wide continuous patency with one vessel runoff to the foot by way of the anterior tibial.